Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose value was not impacted. Replacement charging supplies were sent to the customer to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.